Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the subject device was manufactured over 15 years ago a review of the device history record could not be performed. Based on the results of the investigation, phenomenon 1 "no image" it is likely that an image was not displayed due to faulty cable and faulty ccd. We could not surmise the cause of the faulty cable and faulty charge-coupled device (ccd). Additionally for phenomenon 2 "e311 error code" e311 error occurs when white balance cannot be adjusted. No image was displayed. Therefore, it is likely that e311 error occurred because white balance could not be adjusted. The event can be detected/prevented by following the instructions for use which state: "never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found when connected to the video processor, there was a black screen and no camera image. This was found to be due to a fault within the camera cable and charged coupled device. Also, the charged coupled device was showing signs of rust. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that during initial inspection of the hd autoclavable camera head, there was evidence of image problem. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were identified: black screen, no camera image and communication error. There were no reports of patient or user harm associated with this event.